Event description:
It was reported that during a meniscal repair using the fast-fix 360 curved ndl delivery sys it was reported that the device would not deploy. It was confirmed that t2 that did not deploy. It was reported that it fully deployed but after surgeon fired it first time it stayed like that and the second implant just fell off. It did not retract back in to make device capable of firing second implant. T1 was cut from the patient and was not left unsupported. The procedure was completed using a back up fast fix f360 device.

Manufacturer narrative:
The device evaluation revealed that one fast-fix 360 curved ndl delivery sys device was returned for evaluation of the reported complaint mode, t2 pre-deployment. The insertion device with no implants/suture construct was received . The needle was grossly bent and functional testing could not be performed. The failure is due to the bent delivery needle. Per IFU: ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ based on the evidence provided, no further investigation is warranted at this time. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for this lot number inconsistencies. A complaint history review has not identified additional complaints for this lot number on file. (B)(4).